Event description:
Device 1 of 2. Reference MFR report#3006705815-2019-01012. It was reported that the scs leads migrated. As a result, surgical intervention was undertaken on (b)(64) 2019, wherein the leads were repositioned to their original position. Therapy was restored post operatively.